Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that following an implant procedure, the patient had developed a hematoma which was caused by the addition of a lead and hypertension. Paralysis was diagnosed a few hours post-implant. Hematoma was believed to have pressed down in the canal causing the pressure or paralysis. The patient underwent an explant procedure. No device malfunction was suspected.